Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the insertion area was painful and the sensor was removed. The patient, who is also a physician self-diagnosed an infection and abscess at the puncture site. He had oral antibiotics in stock, and self-treated with a prescription oral antibiotic (doxycycline 200 mg tab, twice a day for 7 days.) After treatment the area was healing, and at the time of the report on (B)(6) 2023 he felt fine. No additional patient or event information is available.